Event description:
Patient is reported to have developed small blisters on the left calf following treatment with the anodyne home unit. Patient applied polysporin, which was prescribed by her physician, and has healed.

Manufacturer narrative:
Patient has been using her anodyne unit for 16 months to treat peripheral neuropathy with no previous incident. On (B)(6) 2007, she reports she developed blisters on her inner left calf following treatment application for 30 minutes. This treatment time is within the guidelines provided in the important safety information and instruction manual. The unit involved in this incident has been returned for evaluation, and found to operating within specifications. The number of incidents of this type remain well within the expected rate for this product based upon the number of incidents reported and the number of units in distribution. Company will continue to monitor events of this nature for trending purposes.